Event description:
A site representative reported that during navigation in an ent procedure, the system became unresponsive. The surgeon was unable to navigate, move the cursor or use the foot pedal. A hard re-boot returned the system to proper function and to navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(4). Medtronic representative at the site reported that the system functioning normally; tested with fusion instruments. Performed a navigation system check-out, all areas passed. No further issues reported.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.